Event description:
During product evaluation, failure code 570:320:844 was found in the pump's event history. There was no pt injury or medical intervention necessary accordint to the hosp. Rep. No additional coantct info. Is available.